Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the emergency room after speaking with the nurse. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the emergency department following drain complications involving a malfunction of the pd catheter (not a fresenius product) and was admitted to the hospital on the same day. During this hospitalization, the patient developed a fever, vomiting and abdominal pain. The patient was unable to produce peritoneal effluent fluid for laboratory testing due to a full occlusion of the pd catheter. The patient was not given a diagnosis of peritonitis; however, the patient was treated with empiric antibiotics including intravenous (IV) vancomycin and IV ceftazidime (frequencies, dosages and durations unknown). Additionally, there was no report of causality in the event the patient did experience peritonitis. The patient was able to undergo hemodialysis (hd) though an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s pd catheter complications, suspected peritonitis with associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and resumed ccpd therapy on the same liberty select cycler at home post-discharge with persisting pd catheter complications.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s pd catheter complications with a suspected peritonitis infection, characterized by fever, vomiting and abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. Though the patient was not given a definitive diagnosis of peritonitis, it was the contention of a medical professional the patient¿s symptoms were related to a peritonitis infection. It was also the belief of the same medical professional these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The evidence of the suspected peritonitis was demonstrated by the patient¿s initial symptoms with a responsiveness to empiric antibiotic therapy and a resolution of symptoms. Considering the report from the medical professional and in the absence of a confirmed peritonitis infection, the liberty select cycler and liberty cycler set can be excluded as a source of these events. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the emergency room after speaking with the nurse. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the emergency department following drain complications involving a malfunction of the pd catheter (not a fresenius product) and was admitted to the hospital on the same day. During this hospitalization, the patient developed a fever, vomiting and abdominal pain. The patient was unable to produce peritoneal effluent fluid for laboratory testing due to a full occlusion of the pd catheter. The patient was not given a diagnosis of peritonitis; however, the patient was treated with empiric antibiotics including intravenous (IV) vancomycin and IV ceftazidime (frequencies, dosages and durations unknown). Additionally, there was no report of causality in the event the patient did experience peritonitis. The patient was able to undergo hemodialysis (hd) though an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 8/sep/2021. It was confirmed the patient¿s pd catheter complications, suspected peritonitis with associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and resumed ccpd therapy on the same liberty select cycler at home post-discharge with persisting pd catheter complications.